Event description:
The suture anchor was employed in the arthroscopic repair of the patient's shoulder rotator cuff. About (B)(6) months after initial implantation, the suture anchor device was clinically identified as broken, confirmed broken radiographically, and it was seen that the anchor body component had migrated from the implant site within bone into the shoulder joint space. The migrating anchor body component was explanted arthroscopically on an outpatient basis. The anchor unit was not replaced in that the healing of the rotator cuff had been determined accomplished. (B)(4).

Manufacturer narrative:
The explanted device was made available to tornier for on-site visual examination only, by the clinical facility and the unit remains within the clinical facility at last report. The device has not been released for further engineering examination or testing. Additional units of the same manufacturing lot have been utilized for additional failure analysis requirements. No further information is anticipated in this event.